Event description:
It was reported to philips that the device experienced a charge button failure during operational testing. As a result of the failure, the device rfu indicator displayed a red x coincident with an audible chirp. There was no reported patient or user involvement and no adverse patient/user impact.